Event description:
It was reported that prior a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the broken cable was confirmed by failure analysis.